Event description:
Device was explanted.

Event description:
Patient reported, right side "my right implant has popped". And the implant "has deflated". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one curved opening, fold creases, wear abrasion and yellow particles in device inner surface. Leak test and microscopic analysis was performed which identified, one sharp opening and three striated openings. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: one sharp opening in the side valve bond edge assessed, as unidentified (tear) opening. Three striated openings in the anterior/posterior side assessed, as surgical damage.

Event description:
Patient reported right side "my right implant has popped," and the implant "has deflated." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is "my right implant has popped," and the implant "has deflated." Reoperation has not been scheduled at this time.

Event description:
Patient reported right side deflation. Later, healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.